Event description:
During an arthrogram procedure, needle broke off in pt's right shoulder. Needle had to be surgically removed. Tech assisting doctor indicated that the pt moved his arm during the procedure and that is when the needle broke. Pt is back to work.

Manufacturer narrative:
Actual samples not returned for evaluation. The sample would normally be sent to our microscopy lab for sem analysis to determine the cause of the breakage. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when re-straightening.